Event description:
Per facility during a procedure the distal ceramic tip of the inner sheath broke off inside the patient. The broken piece was retrieved. No additional information provided.

Manufacturer narrative:
Product has been returned for evaluation however; evaluation has not been completed.